Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were draw tested and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 470822 and potential causes have been identified. As a result, corrective actions have been established to mitigate further occurrences.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: customer complaint, during use this batch, they found 5ea tubes have low draw issue. 5ea actual samples will be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: customer complaint, during use this batch, they found 5ea tubes have low draw issue. 5ea actual samples will be returned.